Event description:
During testing at the user facility, it was noted that the fluid shield was damaged. The device was returned to the biomedical department for a report that the device does not recognize the cassette. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing at the user facility, it was noted that the fluid shield was damaged. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.